Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the device failed during preop checks. (Flow sensor and leak test failed) the pre-analysis did result in a root cause found. The internal tubing was disconnected from its port causing an internal leak.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).